Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 598 mg/dl. The insulin pump received motor error alarm, the customer changed battery and infusion set but nothing was working and they kept getting the motor error alarm. Customer reported that the drive support cap appears normal. Customer did not report motor position encoder error. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. Customer was able to clear the alarm. Customer was able to complete pump rewind. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to encoder signal out of phase. Unable to perform occlusion test, prime/a33 test, excessive no delivery test. The motor was tested outside the device and passed.